Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent hypoglycemia while using the ilet, including lows despite not announcing meals, followed by rebound hyperglycemia up to 245 mg/dl; the user reported a nadir of 38 mg/dl and time out of range lasting up to 1.5 hours, with no alarms or external medical evaluation, and no back-up therapy or ketone testing used. Symptoms included hypoglycemia without loss of consciousness or other acute complications. Outcomes included transient clinical effects without hospitalization or medical intervention. Investigation included review of complaint details and user-reported glucose trends. Investigation of this case revealed cause unclear for hypoglycemia, with potential user management factors such as nonadherence to standard 15 g carbohydrate treatment and meal announcement patterns; no device malfunction or component issue was identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.